Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on september 5th, the manufacturer representative (rep) visited the clinic and reviewed the measurement in the attached session report. The impedance reading shows a left bipolar configuration of 1a versus 1b at 205 ohms, which indicates a short circuit. It was determined that the device was not MRI compatible under thee conditions. The impedance measurement reveals a short circuit between contacts 1a and 1b. This creates antenna-like behavior in the leads, which cannot be calculated or predicted in the MRI¿s radiofrequency field. There is a risk of rf energy coupling and a potential temperature increase at the electrode contacts. While unipolar stimulation of the affected contacts is technically possible, the exact nature of the short circuit is unknown, and it¿s unclear how the current distributes across the contacts. Two scenarios are possible: contact 1a receives no current, and all current flows through 1b potential overstimulation. The current splits approximately 50/50 between both contacts more likely, as it represents a less complex fault. Additionally, the rep was present at the outpatient consultation with the patient and hcp on (B)(6). We performed another measurement: the impedance between contacts 1a and 1b was initially 10,046 ohms, followed by a second measurement that was within the normal range. The physician informed the patient that they would wait for the rehabilitation period and that measurements would be taken regularly during rehab. If abnormal readings occur before or after rehab again, intraoperative troubleshooting should be considered to identify and replace the faulty system component.

Event description:
It was reported that when they interrogated the device it revealed that the two segments on the left-implanted electrode were flagged as defective (marked red). The patient confirmed that they were not experienced any falls or similar incidents since the implantation that could suggest a cause for the observed defect. The intraoperative measurements taken during the dbs implantation on (B)(6) 2025 and all were within normal range. The issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.